Event description:
It was reported by the customer that during pre use of the intra-aortic balloon (iab) gas loss alarm occurred. There was no patient involved, no harm reported.

Manufacturer narrative:
Event site name: northeast georgia medical ctr the serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided. Fse was unable to reproduce the customer¿s stated issue on cardiosave pump. With reviewing the logs, fse found 4 gas loss in iab circuit alarms. Functional tested without any failures or issues on pump. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications. It is unknown whether getinge balloon was used. A gas gain/loss in the iab circuit takes place when a gas gain/ gas loss has been detected in the iab circuit respectively. When a cumulative shuttle gas gain / loss exceeds 5 cc, relative to the last autofill volume. The alarm activates when iab inflation period >= 80 msec and deflation period >= 250 msec. In cases with no confirmed presence of iabp issues, loose catheter connections, catheter occlusions/restrictions, or it is confirmed the patient is experiencing conditions such as febrile or tachycardic, the probable root cause of the alarms could be due to leaks in iab and/or catheter occlusions/restrictions. Monitoring & investigation - monthly trend review; triggers discussed in metrics meeting. - no CAPA/cr/scar needed if no malfunction found. DHR review required when: - complaint within 1 year of manufacture - confirmed/alleged manufacturing defect (no return) - serious injury or death - country-specific regulation (e.g., germany, singapore) root cause - likely leaks or catheter occlusions/restrictions. Ufmea & labeling - failure mode: user does not press fill key. - IFU and labeling provide corrective steps for alarms. Conclusion. - no escalation needed; risk within acceptable limits. - device not released as non-conforming or counterfeit.